Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs revealed the occurrences of a system fault 218 and a device restart. Sf218 was an isolated incident and was due to a software issue. The sf218 fault has not reoccurred after subsequent use of the device. It is most likely that this fault was a transient occurrence and was resolved when the device reset. The device restart was also found to have resulted from overpressure due to the user talking or coughing. The device software was upgraded to resolve these issues. During a routine check of complaints records it was detected that the event is reportable. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. There was no patient injury reported as a result of this incident.